Manufacturer narrative:
Concomitant medical products:section d information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-29-us, serial/lot #: (B)(4) , (B)(6), (B)(4). Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the appropriate position but while removing the delivery catheter system (dcs), the nose cone of the dcs dislodged and pulled the valve into the aorta. The valve was then snared and pulled into the descending aorta. A second valve was deployed in a good position. No additional adverse patient effects were reported.